Manufacturer narrative:
Unknown; no information has been provided to date. One pump was returned for analysis in used condition. Visual inspection showed the device had a loose ac connector and a bubbled downstream occlusion (dso) seal. Review of the event history log was not applicable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was not able to duplicate the reported issue. The investigation determined that the most probable cause of the reported issue would be the loose ac connector, as this is the only electrical component of the device which is nonconform. The ac connector was tightened.

Event description:
It was reported that the device made sparks when the customer started it. There was unknown patient involvement.